Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found. However, grommet damage was noted.

Event description:
It was reported, during an implantation procedure, noise was noted on tip to ring channel while the device was in the pocket. The physician confirmed all connections were checked. Consequently, this device was no implanted. However, no patient complications have been reported as a result of this event.